Event description:
It was reported that the broach handle was not engaging correctly on removal of final broach. Broach did come out but did not stay connected to handle. At that point we no longer needed the handle anyway and proceeded with case without delay.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the lever of the handle fractured off, confirming the reported event. The event was confirmed. The device was determined to be within the scope of ncr, which was initiated due to an inconsistency between hardness callouts on the latch lever component drawings and the measured hardness of the parts, which were in agreement with the material specification. Ecn was raised to remove the hardness requirement on the drawing, which is now controlled by the material specification, and to change the blend radius and width to decrease the max principal stresses on the affected areas of the lever arm. Additionally, there was severe impaction marks on and around the lever arm, indicating it was struck with a mallet to release the handle repeatedly. The handle is to be impact on the strike plate. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. No material or manufacturing defects were observed on the device features examined.

Event description:
It was reported that the broach handle was not engaging correctly on removal of final broach. Broach did come out but did not stay connected to handle. At that point we no longer needed the handle anyway and proceeded with case without delay.